Event description:
On (B)(6) 2022, patient contacted lvad office with complaints of battery showing a full charge, but when connected to the controller, caused the controller to alarm for no connection to power source. New battery sent to patient from factory.